Event description:
It was reported that the patient to the hospital with chest pain. Upon interrogation of the patient¿s device it was found that the device was at eos (end of service). The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: 6943-65 lead implanted: 2000-(B)(6). (B)(4).

Manufacturer narrative:
Product event summary: the device was returned and analyzed, but no issue identified that required full analysis.